Event description:
The customer reported that the ventilator alarmed during use due to a high oxygen supply pressure while transporting the patient using an e cylinder oxygen gas source. The customer reported there was no patient harm. Upon evaluation and testing of the ventilator, the manufacturer's service technician was able to duplicate the customer reported event using an oxygen e cylinder as the customer stated. The service technician reported the ventilator operated to specification when using an oxygen wall source. The service technician reported finding the high oxygen supply pressure alarm occurred as a result of the regulator being used on the e cylinder. The regulator restricted flow to 15 lpm and pressure of 130 psi. Per device specification, when the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician made the customer aware of the findings and recommended use of an appropriate regulator when using an e cylinder. The ventilator passed operational testing. This is being reported as a user error.